Manufacturer narrative:
According to the information provided, the issue has been resolved by the customer and no more information about repair was provided. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the device¿s logs were not available for further analysis. The cause of the issue has not been established.

Event description:
It was reported that there was a leakage causing not delivering pressure. Manufacturer's ref. #: (B)(4).